Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To fix the flo-gard infusion pump, the fsr¿s were replaced.. Should additional relevant information become available, a supplemental report will be submitted.